Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity and mild calcification, pre-dilatation was performed. A 3.0x33 mm rx xience xpedition stent delivery system (sds) was advanced without resistance and implanted. Post stent deployment a dissection at the proximal edge of the stent was noted. Another stent was implanted to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.